Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. (B)(4).

Event description:
A patient is pursuing a legal claim. It is reported that a patient was implanted with a metasul® ldh®, head, 48, code n, taper 18/20 on (B)(6) 2010 and underwent a revision surgery on (B)(6) 2016 due to metallosis.

Manufacturer narrative:
Additional: d11, h2. Correction: b4, g3, g4, g7, h6, h10. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. No trend analysis on the lot numbers could be performed, as they remain unknown. Event summary: it is reported that the patient had mmc cup and ldh head implanted on (B)(6) 2010. The patient started having strong pain in the right hip in 2016 and was diagnosed with osteolysis close to the acetabulum and presence of an heterogeneous fluid around the right iliopsoas which extended inferiorly to the thigh adductor. The patient was revised on apr 14, 2016 due to a high level of cobalt in the blood. The stem remained implanted. Review of received data: legal and medical data has been received and reviewed. The relevant information has already been added to the complaint description: patient underwent a thr (right operative side) on 5/10/2010 to treat a severe coxarthrosis. It was reported that the patient was implanted with a mmc 56 cup; a fitmore b ext 8 non cemented stem and a metal head size 48. In 2016 the patient began having strong pain in the right hip. After an emergency visit to the hospital on march 23rd, 2016, x-rays were taken and showed osteolysis close to the acetabulum, a possible (not confirmed) millimetric periprosthetic femoral fracture, and presence of an heterogeneous fluid around the right iliopsoas which extended inferiorly to the thigh adductor. An analyis of cobalt in blood was performed on april 5th, 2016 and the results showed cobaltemia of 19.08 mg/l (compared to a reference / normal level of 0.1 to 1 mg/l). Due to this high level of cobalt in blood, a revision surgery was performed on april 14th, 2016. Fragments of medical records included in the legal claim state that during the revision surgery abundant liquid reactive to metallosis coming from pseudotumors expanded in the abdominal region was found. All implants, except the stem, which was found to be well-fixated, were removed. A new analysis for cobalt in blood taken on april 21st, 2016 (after revision surgery) showed acceptable values according to the norm. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea for mmc cup: - increased wear due to clearance too small ¿ rim loading => possible: no x-ray was received, cannot be excluded. - increased wear due to clearance too large => possible: no x-ray was received, cannot be excluded. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to perpetual boundary lubrication of articulation due to inproper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation - reduced rom, increased wear due to component malpositioning => possible: no x-ray was received, cannot be excluded. - increased wear due to component missmatch (wrong size) => not possible: the product combination was compatible, correct sizes were used - increased wear due to component damaged during operation - scratches on articulation surface => possible: proper handling of components during surgery is out of zimmer biomet control - increased wear due to wrong pairing due to missing "metasul" sticker => not possible: the product combination was compatible root cause determination using dfmea: - increased release of wear particles due to 3rd body wear due to particles => possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be exlcuded. - increased release of wear particles due to clamping and impingement => possible: no x-rays were received. The implant position of the device cannot be evaluated. Therefore, this cause cannot be exlcuded - increased release of wear particles due to scratches on articulated surface from surgeons => possible: the device is not available for investigation, the condition is unknown. Therefore, this cause cannot be exlcuded - increased release of wear particles due to dislocation, subluxation => not possible: no dislocation and/or subluxation expereinced by the patient reported. Therefore, this cause can be excluded. - foreign body reaction due to not suitable material => not possible: biocompatibiiity specification certify the product biocompatibility of the device. Therefore, this cause can be excluded. Conclusion summary it is reported that the patient had mmc cup and ldh head implanted on oct 05, 2010 and was revised on apr 14, 2016 due to a high level of cobalt in the blood. Pseudotumors and metallosis would have been detected during the revision surgery. Due to the limited information received, the occurence of a possible millimetric periprosthetic femoral fracture could not be confirmed. Neither x-rays, nor devices or photos of the explanted implants were received; therefore the condition of the components and their implantation position is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are also unknown. Adherence to rehabilitation protocol is unknown. With the information at hand it is impossible to determine a root cause for the reported event. However, a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for modular femoral heads" and instruction leaflet for "acetabular cups". The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).